Manufacturer narrative:
Date of event - (B)(6) 2016. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4). Not returned to manufacturer.

Event description:
End user reports an itchy rash under the tape collar beginning in (B)(6) 2016. She believes this response was triggered by heat and sweating while working outside. She has a history of sensitivity to adhesives. In (B)(6) 2016 she was evaluated by her physician and a combination of an unknown topical cortisone and nystatin powder was prescribed. There was minimal improvement so she followed up with the physician in (B)(6) 2016 and a cortisone injection was administered. The doctor also suggested benadryl 25 mg at bedtime and loratidine 10 mg daily. In september she was seen by an ostomy nurse who obtained a prescription for diflucan for on-going yeast at the irritated site. The dosage and length of the course of the diflucan was not provided. The current outcome is that the area remains very dry and itchy and is healing.